Event description:
It was reported that the dura was punctured during the procedure. There was a percutaneous lead trial and they got a ¿wet tap¿ when the doctor was inserting the introducer needle. The doctor decided to abandon the trial and would try again at some other time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)